Manufacturer narrative:
The catheter showed no signs of damage or occlusion. A review of the manufacturing records showed no anomalies.

Event description:
It was reported that the shunt did not flow properly when the pt didn't improve after surgery, so it was explanted.